Event description:
The patient originally underwent percutaneous pda closure on (B)(6)2010 with an amplatzer® vascular plug ii (avp2). Chest x-ray performed the following day showed the avp2 dislodged into the left pulmonary artery. The avp2 was percutaneously removed and several devices were attempted (vsd, pda, and vascular plug). Finally, a larger vsd device was implanted and the device fit properly.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer vascular plug ii was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga requested further information regarding this case, but medical records and images were not provided at this time. The results of this investigation are inconclusive since no additional information was received. The cause of this event remains unknown.